Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant noted that an impella pump experienced high purge pressure followed by saturated flow during patient support. The patient was tolerating lower support levels at the time of the failure and the decision was made to explant the pump. There was no patient harm.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The root cause of saturated flow could not be determined since the product was not returned and insufficient clinical details were provided. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-04647. D6a and d6b revised from the initial manufacturer device report number 1220648-2023-04647 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-04647. G1 reporting contact email revised on manufacturer device report 1220648-2023-04647 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-04647.